Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer's stylus would not calibrate. Analysis was unable to confirm the comment that the printer worked only intermittently. It was indicated that the printer drawer was cracked and the power cord bay had a broken latch tab. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer's stylus would not calibrate well, and that the printer worked only intermittently. The programmer was returned for service. There was no patient involvement.